Manufacturer narrative:
(B)(4). D10 - associated medical instrument: oxf femoral slap hammer; item# 32-422365; lot# z19c2213. G2 - foreign: netherlands. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that, prior to clinical use or exposure, two femoral slap hammers were found to have broken springs. The procedure was subsequently performed using a backup instrument. Due diligence is in progress for this complaint; no further information or product has been received at the time of this report.